Event description:
It was reported that artificial urinary sphincter (aus) was nonfunctioning properly. Two weeks later a surgery was performed, and upon explant a crack in the pump connecting tube was found. The device was explanted and replaced. After the procedure the patient improved.